Event description:
Lens opacification presumably caused by calcification was observed 2003. Date of original surgery 2001. The pt v/a is 20/22 and it has not been changed since the opacification has been noticed.